Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level was recorded on 02/27/2017. User made bolus request without entering current bg level two hours before low bg was recorded. Two back to back cartridge change sequences were completed with two ¿tubing fill¿ processes conducted. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels of 65 mg/dl. The customer consumed carbohydrates to address bg level. The customer reported that the cause of the low bg level was unknown.